Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had lead revision surgery due to a high lead impedance. The lead was replaced and the generator was also replaced due to reported end of service. The generator has been returned for analysis, but the lead has not been returned. Further attempts to obtain info regarding the disposition of the explanted lead, and the report of high lead impedance have been unsuccessful to date.